Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue since the malfunction code did not recur. The customer was informed to contact support if the issue arises again and decided to proceed with the pump renewal process.